Event description:
This facility currently has (B)(4) (B)(6) ((B)(4)) heater cooler devices, all of which have had monthly surveillance cultures as per the pa doh recommendations . Reportedly, over a six month period, there have been various issues with the (B)(4) devices including leaks in the manifold which were, reportedly, due to the frequent system flushing during the doh recommended cleaning process. In addition to the leaks, there have been bent wheel/castor issues, thermistor issues, circuit board issues, pump failure issues, and valve failure issues. These issues were noted during the cleaning/disinfection process. Reportedly, there were two additional instances in a six month period in which devices failed during a procedure and were changed out. No patient harm reported.